Event description:
Cell dyn 1800 morning bg great controls within limits cal ed 2008 with great precision. All running & correlation new control lot# with great results. Ran pts - pt result decreased h/h - rpt/continued. Pt sent to hosp for trans. Noticed a little later had another decreased h/h - became suspicious - ran "nantrol" with great results. Ran 5 correlation with great results. Reran some earlier pts & ok. But pt in question reran increased 6.6 to 10.8. Dr notified immediately. Dr called hosp - just starting transfusion. Dr told nurse to go ahead & give 1 unit of blood but not second. Dr said no danger in giving 1 unit of blood. Pt in observation - after observed sent home with no ill affects. Called abbott/service about erroneous results. Service to come & svc machine. No pts to be reported out until svc completed work. No serious or lifethreatening event with device/machine. Reported to MFR but I also will report to FDA. Dates of use: 2007 - 2008. Diagnosis or reason for use: h/h on pt.